Event description:
Customer reported the failed display on the passport 2 monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the monitors main board. Unit was checked and tested to factory specifications.